Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to load multiple cartridges due to an unspecified alarm. It was not known if the customer's blood glucose level was impacted; however, the customer had backup insulin.